Manufacturer narrative:
Device not returned.

Event description:
It was reported that the control iq software did not suspend insulin as intended. Customer's blood glucose was 63 mg/dl. Additional information was not provided. Multiple attempts were made by tandem technical support to obtain additional information. However, the customer did not respond.